Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Manufacture dates: monitor sn (B)(4): 10/10/2015; electrode belt sn (B)(4): 4/24/2015.

Event description:
A us distributor contacted zoll to report that a patient may have experienced a treatment event from the lifevest. Per review of the patient's flag files and longterm ECG data download, the patient was in a treatable rhythm on (B)(6) 2017. The patient was at a rehab facility at the time of the arrhythmias and was then transferred to the hospital. The device initiated the detection sequence and the response buttons were pressed throughout the detection sequence, delaying the delivery of a treatment. It is unclear who was pressing the response buttons. Per the patient's downloaded flag data, the lifevest did not deliver any treatment shocks to the patient. The patient's downloaded longterm ECG data reveal what appear to be seven external defibrillation shocks, believed to have been administered by hospital staff. The patient survived and received an ICD.